Manufacturer narrative:
Eval summary - the zimmer coonrad/morrey total elbow booklet included with the implant states that the pt must not lift more than five pounds with the operated arm. The weight of the object the pt attempted to lift is unk; however, based on it being described as "heavy" it was most likely more than five pounds. With the info provided, an exact cause cannot be determined with certainty. This failure mode was previously investigated and the design of the device was modified to improve the strength to potentially reduce failures when the device is subjected to loads greater than five pounds. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. (B)(4).

Event description:
It is reported that the pt was revised due to the pin/bushing breaking while lifting a heavy object.